Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. The device evaluation found that the unit failed to power on, returned a blinking screen, and was missing characters from the rear panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit was not able to be turned on. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the device would not power on due to a faulty converter. However, the specific cause of the faulty converter could not be established at this time. Olympus will continue to monitor field performance for this device.